Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon noticed that the tip of the hat-trick mtp bilateral proc. Pack had broken. Confirmed by x-ray that no fragments were retained in the patient. A backup device was available to complete the procedure. A delay of less than 30 minutes was reported. No patient impact was reported.